Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under: (B)(4). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, erythema, other-medical.

Event description:
Healthcare professional reported right side "that there was a blush discoloration on the side of the breast and the shape has changed a little bit" and "broken natrelle implant", "a weird feeling" was confirmed by ultrasound and MRI. Healthcare professional later reported "implant was completely busted, the whole surface is broken". The device has been explanted. Device will be returned.